Manufacturer narrative:
The reported cracked touchscreen was user induced; therefore, was not a reportable issue, and was filed inadvertently. The water damage and unresponsive touchscreen was filed in 3013756811-2018-29200 and should not have been included in the initial report.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The pump was exposed to water which caused screen to go black. There was no reported impact to the customer's blood glucose levels. Reportedly, customer reverted to manual injections for insulin therapy.